Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose was 50 mg/dl at the time of incident. It was unknown whether the customer was using auto mode feature or not at the time of event. No further complications were reported. Customer will discontinue to use the insulin pump.